Event description:
Physician reported the green compression sleeve broke in two when applied. No patient harm was reported. Another compression sleeve was used and the patient left with a functioning catheter.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo of the damage for analysis. The image shows two pieces of the compression sleeve. The customer also returned one green compression sleeve for analysis. The catheter assembly was not returned for analysis. Visual inspection of the compression sleeve revealed that it was completely separated into two pieces. After failing dimensional testing, the compression sleeve was observed to have inconsistent separation points in the returned sleeve portions. In one piece, the appearance of the separation point was smooth and uniform. In the other returned piece, the separation contained partly jagged edges. Microscopic examination confirmed the damage, and it was noted that no thread imprints were observed within the compression sleeve. The length of the two separate pieces of the compression sleeve measured 0.180" and 0.102", which totals to 0.282", which is not within specifications of 0.34-0.36" per compression sleeve graphic. Therefore, this indicates at least 0.058" was not returned for analysis. The outer diameter of the compression sleeve measured 0.262", which is within specifications of 0.257-0.263" per compression sleeve graphic. The inner diameter of the compression sleeve measured 0.211", which is within specifications of 0.207-0.213 per compression sleeve graphic. Functional inspection could not be performed due to the damage. The complaint of a compression sleeve damaged was confirmed by a complaint investigation of the returned sample. The sleeve was severed perpendicularly into two separate pieces. Based on dimensional and visual analysis it was determined that the entire sleeve was not returned and a portion was missing. Based on the customer report and the investigation performed, the appearance of the damage is consistent with unintentional use error; however, without the entire compression sleeve or catheter assembly returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of compression sleeve damage was able to be confirmed by the photo. The customer provided an image of the compression sleeve separated into two portions. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported the green compression sleeve broke in two when applied. No patient harm was reported. Another compression sleeve was used and the patient left with a functioning catheter.

Event description:
Physician reported the green compression sleeve broke in two when applied. No patient harm was reported. Another compression sleeve was used and the patient left with a functioning catheter.

Manufacturer narrative:
Qn# (B)(4).